Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate and uncomfortable stimulation. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was having discomfort from the stimulator. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having discomfort from the stimulator. The patient will undergo an explant procedure.